Event description:
Received an email from distributor alleging fn hcg urine test results. Email from distributor: test on patient 2 received a negative test result. Blood work was performed on the same day and it showed 25,000 (about 5 weeks pregnant). No further treatment and/or hospitalization was necessary to the patient due to this incident, and there was no injury to either patient or baby. No patient allergies/medication except for pre-natal vitamins. Although additional information was requested, no additional information was received.. No adverse events reported.

Manufacturer narrative:
Investigation conclusion update: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 20 miu/ml and 100 miu/ml hcg urine control, 4 high level of hcg urine controls (25 iu/ml, 205.2 iu/ml, 208.6 iu/ml and 216.8 iu/ml), all results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Manufacturer narrative:
Investigation conclusion: investigation pending.